Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that during the pre-test and prior to use, water would not flow through the valve when pumping it.